Event description:
Alarm alert activation failure reported: according to the customer contact, the "machine did not beep when the collection bag was filled up/chemo spilled". Unable to obtain detailed patient/event specific info due to no incident report generated and the nurse that reported the event is no longer affiliated with the user facility. The customer contact confirmed since there was no incident report generated, no pt harm occurred. Though requested, there was no further info available.